Event description:
It was reported that the patient experienced a loss of therapeutic effect and a loss of stimulation therapy. Open circuits were discovered across most of the electrode combinations except for a few during intra-operative external neurostimulator (ens) testing. There were "bad impedances" on 14 of the 16 contacts. There were no known falls or trauma. The implantable neurostimulator (ins) was replaced. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3778, lot# v442844019, implanted: 2010 (B)(6), explanted: product typ lead product ID 3778, lot# v442844018, implanted: 2010 (B)(6), explanted: product typ lead product ID 37743, serial# (B)(4), product typ programmer, patient product ID 355031, lot# n243194, product typ screening device. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the lead model# 3778, lot# v442844019, found that the lead body conductor was broken. The anchor site was unable to be identified. The circuits broken and evaluated as open were #0-3 and #5-7. Analysis of the lead model# 3778, lot# v442844018, found that the lead body conductor was broken. The anchor site was unable to be identified. The circuits broken and evaluated as open were #0-7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported contradicting explant dates. It was indicated that the leads were explanted on (B)(6) 2012, but it was also reported that the entire neurostimulation system was removed on (B)(6) 2012. The manufacturer's device registry indicated system replacement on (B)(6) 2012.